Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the rep. The only information they provided was that no surgery has been scheduled yet and the patient was obtaining a second opinion from another physician. The issue was not yet resolved as of (B)(6) 2019. Additional follow up will be sent to the patient to try and obtain additional information. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that since implant, the patient had lost 55 pounds, and the ins has gotten closer to the skin. It was confirmed that the ins had not eroded through the skin; the skin appeared to be intact and not red. It was a little warm to the touch but the patient did not have a fever. When the patient leans against a chair, the patient will intermittently feel pain and discomfort at the ins site, and heat and muscle cramping around the ins site. The symptoms had been getting worse over time. It was clarified that the heat sensation does not occur during recharging. Additionally, the patient was feeling more stimulation when they would walk by a microwave. The type of microwave being used at the time this occurred was unknown. The rep did not know if the symptoms were occurring when stimulation was off. Impedances were checked and were fine. The patient was seeing a different doctor for a second opinion, and they had just walked in at the time of the report, so no troubleshooting could be done. No further complications were reported or anticipated.